Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebrospinal fluid leakage(csf) occurred during patient¿s trial procedure on (B)(6) 2018. The physician successfully implanted the lead. The patient experienced a headache when she sat up. The patient was given caffeine and laid flat for 20 minutes when the trial procedure was done. Patient stated headache felt better. It was reported on (B)(6) 2018, the trial lead has been removed from the patient during normal routine schedule. The patient did not complain of any issues.